Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 24 mmol/l (432 mg/dl) and high ketones of 4.9, while wearing the pod between 24 and 36 hours. At the hospital, the patient was given 3 liters of sodium chloride and nausea medicine (unspecified).

Manufacturer narrative:
There were no damages or defects on the device that would create a failure to deliver insulin. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin.